Event description:
Pt was undergoing the placement of a port-a-cath vascular access device under anesthesia in the operating room. The surgeon attempted placement via the left subclavian vein, but he could not advance the port-a-cath kit's guidewire to the innominate vein. The approach was changed to the right subclavian vein, but again he could not get the guidewire to advance to the correct position. He then asked for a hydrophilica guidewire (a separate device to attempt placement). He was ultimately successful and placed the port-a-cath. Postoperative chest x-ray revealed a curvilinear metallic density in area of the right subclavian. The guidewire from the port-a-cath and the hydrophilic guidewire were inspected but did not appear broken. The patient was eventually discharged from the outpatient center for a follow up CT scan. CT scan revealed the density had moved into the pulmonary artery. The patient was scheduled for an interventional radiology procedure and the foreign body was eventually removed. We were able to obtain the item and once we did we inspected it carefully against the guidewires. Under bright light and magnification we were able to see that a longitudinal shearing of the hydrophilic wire's coating and occurred (10 cm piece).